Event description:
Bd vascular access devices field assurance received a leaking PICC for evaluation. A note from the customer attached to the sample stated PICC was inserted in the basilic vein. Additional information received 1/24/2023: customer reports the patient had the PICC replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr d/l powerpicc provena catheter. Usage residues were observed throughout the sample. Needleless injection caps were attached to both luer adapters. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. The molded joint and suture wings appeared well-formed and unremarkable. Attempts to infuse water through both luers with and without the injection caps revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. No leaks or damage were observed during functional and microscopic examination of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
Bd vascular access devices field assurance received a leaking PICC for evaluation. A note from the customer attached to the sample stated PICC was inserted in the basilic vein. Additional information received 1/24/2023: customer reports the patient had the PICC replaced. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.